Event description:
The manufacture representative reported that the patient came into clinic for a switch on, when starting the switch on they looked on the patient¿s ID card to check which lead she had implanted. They noticed that the lead was a 978a128, but the implant was 3058 which are not compatible. They went ahead to configure and run an impedance check to see if the sticker had been accidently added. The impedance came back that only electrode 0 was working. Which indicated to that there was a possibility that the wrong lead had been used.

Manufacturer narrative:
Product ID 978a128; serial# unknown, implanted: (B)(6) 2021, product type: lead, other relevant device(s) are: product ID: 978a128, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.